Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a power source alert occurred while charging the pump battery. Customer used multiple usb cables and wall sockets to clear the alert. Afterward customer reported that the battery gauge was fluctuating. The customer's blood glucose was within range (value not provided). Reportedly, the issues were resolved and the customer continued to use the pump for insulin therapy.